Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had no image and contamination on the charged coupled device lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, it is likely the loss of image occurred due to contamination on the charged coupled device lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.